Event description:
It was reported that a patient underwent a right inguinal hernia repair on (B)(6) 2005 and mesh was used. Also at that time the patient had laparoscopic gall bladder surgery. The patient reports that since having the surgery she has experienced constant burning pain. She has seen multiple doctors and has had multiple test, mris, CT scans, and vaginal ultrasounds. She has been prescribed fentanyl patch 100mg, percocet, and naproxen. She reports that she has had nerves to mesh clipped. Additional information has been requested.

Manufacturer narrative:
(B)(4). Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.